Event description:
The customer reported the generation of false sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as defective solenoid valve due to broken fitting. The fse replaced the solenoid valve to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6), beckman coulter internal identifier is case (B)(4).